Manufacturer narrative:
One medfusion pump was received with a crack on both plunger cases. The event history log was reviewed and there was a force sensor bridge test error. Start up and multiple flow and occlusion tests were performed and the reported "force sensor bridge test" error was unable to be duplicated. The force was within factory specifications for force. The force sensor was replaced as a preventative measure. The left and right plunger case were replaced due to physical damage. The pump was calibrated and passed all functional tests.

Event description:
Information was received indicating that a smiths medical medfusion pump had a force sensor bridge test error. There was no patient involvement when the issue was discovered.